Manufacturer narrative:
Final analysis found the pulse generator in back-up mode. The device was at elective replacement indicator (eri) and was successfully downloaded. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that battery data measurements of the pulse generator were 2.64 v, 12.0 ua, 16.6 kohms, magnet rate 98.5 ppm with a remaining longevity of 0 - 0.25 years. On (B)(6) 2010, battery data was 2.75 v, 12.0 ua, 5.7 kohms, magnet rate 91.5 ppm with a remaining logevity of 1.25 years. The device was removed and replaced.